Event description:
Pseudo-septic arthritis characterized by pain, effusion, and fever [arthritis]. Case description: spontaneous report received on (B)(6) 2010 and (B)(6) 2010 (case upgraded to serious on (B)(6) 2010), from a health care provider (hcp) regarding a (B)(6), male, pt, (B)(6), with a history of advanced gonarthritis on left knee, previous synvisc injections for 8-9 years without incident, knee prosthesis placement on the right knee, and bronchitis with fever for which he was treated with antibiotics (nos), who experienced left knee pseudo-septic arthritis after receiving synvisc. The pt received the first injection of synvisc into the left knee on (B)(6) 2010. Within two hours of the injection, the pt experienced pain and mild effusion. These both resolved spontaneously within a few days. The second injection was received on an unk date in (B)(6) 2010. During the evening, following the second injection, the patient experienced severe pain, effusion, and a fever at 38.3 degrees celsius. The patient treated himself with an ice pack and acetaminophen (nos). On (B)(6) 2010, the pt was seen by his rheumatologist. A knee joint puncture was performed and purulent-looking synovial fluid was withdrawn. The pt was placed on pyostacine (pristinamycin) 500 mg tid and the sample was analyzed. The synovial fluid was sterile and the white blood cell (wbc) count was 38000/mm3. Add'l treatments were bi-profenid (ketoprofen)(nos), acetaminophen (nos), ice pack and rest. The hcp reported that the pt's final diagnosis was pseudo-septic arthritis characterized by pain, effusion, and fever. Treatment with synvisc was temporary discontinued after the second injection. The severity of the event was severe. The pt was seen again on (B)(6) 2010. The knee and blood work up including erythrosedimentation rate (esr) and c-reactive protein (crp) were normal. The hcp stated that the relationship of the events to synvisc injection was probable. At the time of this report, the outcome of the pt was recovered without sequelae. The lot number was reported as so9124, exp date 05/2012. Add'l info received (B)(4) 2010 in the form of qa results. The production and qc documentation for lot# so9124, with expiration date 05/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot# so9124, with exp date 05/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.